Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a false negative result. Pcr was used for confirmatory testing. There was no report of patient impact. Eua#(B)(4). The following has been provided by the initial reporter: customer states testing is for employees. Employee got testing using competitor's at home test and had a positive result. The next day, employee was tested using bd veritor and result was negative. Another specimen was collected and sent for pcr testing and the result was positive.

Manufacturer narrative:
H6: investigation summary this memo is to summarize the investigation results regarding the complaint that alleges false negative results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false negative results complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a false negative result. Pcr was used for confirmatory testing. There was no report of patient impact. (B)(4). The following has been provided by the initial reporter: customer states testing is for employees. Employee got testing using competitor's at home test and had a positive result. The next day, employee was tested using bd veritor and result was negative. Another specimen was collected and sent for pcr testing and the result was positive.